Event description:
(B)(6) 2019 updated event description (additional information) device report from synthes reports an event in australia as follows: it was reported that on (B)(6) 2019, during an intramedullary nail procedure using a trochanteric femoral nail advanced (tfna) system for femoral neck fracture, the hexagonal flexible screwdriver snapped into two pieces. All pieces were retrieved and the distal portion was removed with an unknown forceps. The incident happened at the end of the procedure. There was a surgical delay of 5 minutes. The procedure was completed with no adverse consequence to the patient. It was further reported that the screwdriver snapped due the patient was overweight, so a great amount of torque was applied. This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated modified event description provided for reporting. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019 using a trochanteric femoral nail advanced (tfna) system, the hexagonal flexible screwdriver snapped into two pieces. All pieces were retrieved and the distal portion was removed with an unknown forceps. The incident happened at the end of the procedure. There was a surgical delay of five (5) minutes. There was no adverse consequence to the patient. This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).